Event description:
The injection was set for 150 ml contrast at a flow rate of 1.5 ml/sec. The location of injection was the anticubital fossa. The technologist performing the procedure routinely used the ge "smart prep" software program. This alerts the technician when contrast is in the area of interest before scanning begins. The pt was checked, upon noting that the "smart prep" did not alert to begin scanning in a reasonable amount of time. An extravasation, estimated to be approx 35 ml, was noted at the injection site. The pt was released to home and told to report any conditions such as rash, pain, etc.